Event description:
A report was received that the patient had difficulty charging ipg and telemetry problem. It was noted that the event was due to swelling and depth. The patient underwent a revision procedure wherein the physician relocated the ipg shallower depth. The patient was doing well postoperatively.